Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were suturing the stomach in a laparoscopic bariatric surgery, they prepared the reload to be used in the correct way and they realized that the notch did not turn at all. They noted that the notch of the stapler broke off, due to this event the stapler was unable to fire and they were unable to press the green button and squeeze the handle. They used another stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. During functional testing it was observed that the instrument could not be loaded with an articulating vascular/medium reload. An access hole was cut into the instrument body for visualization of the internal components. This evaluation noted that the distal end of the tube housing was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if excessive force is applied while trying to incorrectly load a loading unit into the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.